Event description:
Patient with right vertebral artery aneurysm that has grown since 2010. Elective procedure planned for (B)(6) 2015 pipeline flow-diverter. Patient admitted on (B)(6) for pipeline device placement. The device failed to open during the procedure. Heparin was started in order to keep the device patent. Patient started having epistaxis and nasal packs were placed. Patient returned to operating room to attempt retrieval of the pipeline device on (B)(6) and was unsuccessful.